Manufacturer narrative:
Date of event is estimated. E1- reporter phone number: (B)(6).

Event description:
It was reported patient's lead was fractured which was confirmed via imaging. Surgical intervention may be pending to address the issue.